Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging data port corner looks a little bent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (01/31/2014)-device evaluation: the meter involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the meter passed testing and functioned properly. No faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.